Event description:
We were using the navigator when, suddenly, it would not read the numbers and caused a delay in our procedure. We had to retrieve another gps navigator from an ent room. The cord had been broken at the plug where it plugs into the machine and then taped with the pink anesthesia tape instead of being sent to biomed. We had to hold the cord in place in order for the gps navigator to work. We have had numerous problems with these cords.